Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer mentioned he noticed the damage on the pump after receiving and checking his pump last night. No harm requiring medical intervention was reported. Troubleshooting was not performed and replacement was declined by the customer. The pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unit was received with battery cap and found missing battery cap contact. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. Unit failed to pass the sleep current measurement due to high currents. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed (28.6) units of normal bolus was delivered on (03/22/2023) between (08:37) and (23:23). Unit was cut open to perform visual inspection and found moisture on force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, broken belt clip rails, missing display window cover, cracked case (battery tube), keypad overlay texture damage, battery cap contact missing, corroded battery tube. The p-cap/reservoir does lock properly. Swapped pcba 1 with test pcba 1 and it functioned properly. No under delivery anomalies noted during testing. Cosmetic damage is confirmed at an unspecified area. Unexpected battery power loss is confirmed and isolated to pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.